Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that it was displaying a tidal volume of 0, which did not match the patients actual condition. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the patient was placed on the ventilator to help alleviate respiratory failure and improve the patients dyspnea. The customer stated that the device displaying 0 and not matching the patients actual condition meant that they could not accurately reflect the patients respiratory status. The customer inspected the equipment and stated that they found all the components and tubing were connected correctly. The ventilator was immediately replaced to continue the patients treatment. In a good faith effort (gfe) response from the authorized service provider (asp) received on (B)(6) 2025, it was stated that the device diagnostic report (drpt) was not available. The device configuration at the time of the event was asked but unknown (asku), as was the information for the patient from the time of the event. The hospital equipment department did perform service on the device, using a third party service to "repair the flow sensor." Further information regarding the form of repair was not provided. The asp confirmed that the device was returned to full functionality and normal use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.